Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20190715 - file-2019-01830 - analysis_and_closure_report_resp-2019-01006.pdf].

Event description:
Reportedly, the patient reported that the button was always red and that was impossible to use the home monitor. The help desk was contacted several times, no solution was found.

Event description:
Reportedly, the patient reported that the button was always red and that was impossible to use the home monitor. The help desk was contacted several times, no solution was found.